Manufacturer narrative:
Product complaint # (B)(4). Device not returned.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? What was the tissue condition prior to surgery? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location symptoms and diagnostic confirmation? Regarding the disunity of the suture: what is the type of the suture that was used for anterior vaginal suture? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What was the tissue condition prior to surgery? Vaginal tissue atrophy, no hormonal preparatory treatment what are the patient comorbidities/concomitant medications? No comorbidities/concomitant medications the initial approach for the index surgical procedure? Planed for autologous tissue because diagnosis of cystocele were there any intra-operative complications? Prolonged urinary retention during approximately 5 hours, resonding required regarding the disunity of the suture: what is the type of the suture that was used for anterior vaginal suture? Monocryl 2-0 what is the physician¿s opinion as to the etiology of or contributing factors to this event? Tissue fragility what is the patient's current status? Good after the remove of the implant   adverse events associated with the patient's first event involving the gynemesh reported via mw # 2210968-2021-04663. Adverse events associated with the monocryl suture reported via mw # 2210968-2021-04665.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and the mesh was implanted. It was reported that on (B)(6) 2021, three weeks post operative, the patient had a disunity of the anterior vaginal suture and exposure of the prothesis of about 3 cm squared. It was also reported that the patient had a surgical revision on (B)(6) 2021. Additional information was requested.